Manufacturer narrative:
The customer called technical support to report that a 1104 "backup alarm failed" alarm error occurred at power on self-test (post), and the motor controller (mc) printed circuit board assembly (pcba) or central processing unit (cpu) pcba needed to be replaced. The remote service engineer (rse) recommended that the customer should replace the cpu pcba for repair and ultimately ordered the replacement cpu pcba. Multiple attempts have been made to try to obtain further information about this case, but no response was received. This file is closed and can be reopened if new information becomes available.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 1104 "backup alarm failed" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. The customer called technical support to report that a 1104 "backup alarm failed" alarm error occurred at power on self-test (post). The remote service engineer recommended that the customer should replace the central processing unit (cpu) printed circuit board assembly (pcba) for repair. The customer has ordered the replacement cpu pcba. The investigation is ongoing.